Manufacturer narrative:
The device(s) mainframe, patient interface, and the muting probe were returned and evaluated, no functional fault was found with the devices. Concomitant medical products: product # 8253200rf, product description patient interface, serial # (B)(4), lot # 212171821, manufacture date- october 20, 2016, 510(k) # k083124, UDI # (B)(4), product # 8220325, product description muting probe, unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reported during testing the device is not reading esophageal stimulation.